Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high out-of-range pace impedance of greater than 3,000 ohms and non-capture. A lead fracture was suspected but not confirmed. No additional adverse patient effects were reported.